Event description:
It was reported that, less than 24 hrs post a coronary drug eluting stenting treatment procedure, the patient developed a rash. A taxus express2 drug eluting stent of an unk size was implanted in an unspecified artery. The patient was also on plavix and lipitor at the time. The patient was discharged from the hospital with the rash. Subsequently, the patient was taken off of plavix and placed on tridopidene. No further information is available.

Manufacturer narrative:
The delivery device was disposed and the stent remained in the patient. Because the batch number for this complaint is unk, the shop floor paperwork could not be examined. The cause of the difficulties stated in the complaint could not be determined.